Event description:
A nurse reported following an intraocular lens (iol) implant procedure, the patient experienced dysphotopsia. The lens was exchanged. Additional information was requested. There are two manufacturer reports associated with these events. This report is for the right eye.

Event description:
Additional information was provided by the surgeon that the photophobia resolved following the lens exchange.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The questionnaire indicated the use of a cartridge, a handpiece, and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).